Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure, the surgical staff reported seeing a broken cable on the cobra grasper instrument. Nothing was reported having fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable is confirmed. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found.